Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on (B)(6) 2025, the patient developed a redness, inflammation, and drainage under the sensor patch. The patient had itching sensation in the area. The patient consulted a healthcare provider (unknown date) and was prescribed an immunosuppressant injectable (xolair), but this medication did not help to alleviate the symptoms. The patient is no longer using the cgm due to severe allergies. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).